Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. No further information was obtained as customer declined troubleshooting with tandem technical support. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high" per continuous glucose monitor readings, cause was unknown. High bg was addressed with a correction bolus.